Event description:
Clinic notes were received on (B)(4) 2012. Review of clinic notes dated (B)(6) 2012 indicates that the patient has sleep apnea and uses CPAP. No further information could be obtained as the physician will not release any additional information.